Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: d8 was inadvertently selected. The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device not returned.

Event description:
The customer reported to olympus the cysto-nephro videoscope insertion port was loose and visually looked damaged. The issue was found during preparation for use. There were no reports of patient harm.